Event description:
It was reported the patient had endocarditis. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation was breached cut and had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was apparent explant damage and the lead was stretched. Also, the outer insulation was melted, had cosmetic environmental stress cracking and had a cosmetic depression.